Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads and bone residue around due to usage. Device history record (DHR) review for the lot (2016100456) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016100456) for similar events (complaint category keywords: functional: fracture: implant) and one other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant at tooth site #33 failed due to a fracture and both parts of the fractured implant was successfully removed.